Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Based on similar incidents, corrections have been implemented. This report is combined initial and follow-up report.

Event description:
Procedure performed: ni. Event description: [hospital]. ¿during use of the device, the clips were not loaded. 3 more events happened with the same lot. The devices were replaced with the new devices. There was no problem with the patients.¿ product is not available for return. Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.